Event description:
Healthcare professional reported a "right side deflation." Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on plug strap bond edge assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: creases were observed. No further actions are required as the device was implanted.

Event description:
Device has been explanted.